Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation of using the device to detach the pulmonary blood vessel in a segmental resection, surgeon was able to press the green button and squeeze the handle, but the device was not able to fire. Surgeon replaced another product of same model to resolve the issue. No patient injury.